Manufacturer narrative:
(B)(4). There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient developed a skin reaction under and around the sensor adhesive. Patient's mother described the skin reaction as an itchy, bumpy, red rash. Sensor was inserted at abdomen on (B)(6) 2015. Patient treats the affected area with topicort cream, prescribed by her dermatologist. Date of medical intervention is unknown. No additional event or patient information is available.